Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6 investigation summary visual inspection: the visual inspection has shown that the stationary and as well the slider are strongly twisted/deformed in clockwise direction at the forefront. The complained breakage cannot be confirmed. Otherwise it the screwdriver in a good condition with no visible damages. Dimensional inspection: the relevant dimensions cannot be verified anymore due to the strong deformation of the tip. Drawing/specification review: the expert tibial nail surgical technique was reviewed. In the technique following relevant statement was found. Use the inter-lock screwdriver as described below: ensure that the slider of the screwdriver is fully retracted. Seat the inter-lock screwdriver tip in the appropriate length screwhead recess. Turn the nut clockwise until the tip of the slider is fully wedged into the screwhead recess. Always use the standard screwdriver for final tightening of the screw. Investigation conclusion: the complained breakage cannot be confirmed. Nevertheless is the complaint rated as confirmed due to the strong deformation of the screwdriver tip. The tip is twisted in clockwise direction, which indicates that the deformation occurred by a mechanical overload during the final tightening of a screw. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history part: 03.010.473, lot: 3l73612, manufacturing site: haegendorf, release to warehouse date: 24. May 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated: concomitant devices reported: unknown screw (part# unknown, lot#unknown, quantity 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Investigation summary: the complaint condition, that the tip of the screwdriver is broken, could be confirmed according to the received pictures. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, during an unknown procedure, the screwdriver tip broke during insertion of an unknown screw. Fragments were not generated. There was no surgical delay. There was no consequence to patient. The procedure was completed successfully. This complaint involves one (1) device. This report is for one (1) inter-lock screwdriver t25/3.5mm hex/224mm. This is report 1 of 1 for (B)(4).